Event description:
It was reported to vyaire medical that the driver of the 3100a ventilator will not start even though the unit is pressurized. It was also noticed that frequency was reading way off at 1.7. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device and the frequency connection was reseated and frequency was set to 15. It then passed circuit calibration and no leaks were discovered. Oscillator was also installed according to specification and it passed circuit calibration and performance test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. And was able to confirm the issue - driver will not start even though the unit is pressurized. A visual inspection of the unit revealed no physical damage on it. The circuit calibration was attempted after installing a known-good test circuit with the appropriate input pressures applied, but the driver was unable to pressurize. The lower module covers were then removed, and all connections were examined, but no obvious anomalies were discovered. The power module amplifier operational led was found to be red indicating a malfunction. The circuit calibration attempt was made again using a known good test circuit, and this time it was successful in pressurizing the circuit. The root cause of the failure is isolated to the defective power amplifier.